Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (concentration 600mcg/ml at a dose of 117.91 mcg/day) via intrathecal drug delivery pump for intractable spasticity and other spasticity. It was reported that the pump had a volume discrepancy. The patient did not know the volume information. The consumer stated that a refill was done a while back and they had three times more in the reservoir than what should have been. The consumer reported that they "did a flow test on the catheter to make sure it wasn't plugged up" and they have not experienced any problems since then. The consumer stated it was a "one time thing". No patient symptoms were reported. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-02. It was reported that ¿she said there was no discrepancy it appeared to be working properly.¿ the patient was not told the actual volume in the reservoir and did not get a print out for the expected volume in the reservoir. In response to the actions/interventions taken to resolve the volume discrepancy and the details for who completed and the results of the ¿flow test¿ on the catheter it was stated ¿na.¿ the patient¿s weight at the time of the event was (B)(6). No further complications were reported or anticipated.